Manufacturer narrative:
Returned to manufacturer: jan 14, 2015. Device was reported as returned when evaluation was reported on previous follow up. On may 14, 2015 the date device was received by manufacturer was determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hand piece for battery-powered driver does not stop running. There was no patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Event date: unknown. Additional product code gxl. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history was conducted. The item was previously returned for service on (B)(6) 2012, (B)(6) 2012, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013 and (B)(6) 2013 due to motor failure and (B)(6) 2014 for electronic control damage. The customer called in a service request for this item on (B)(6) 2014 and reported the device is inoperable, will not turn off. The previous service conditions of motor failure are relevant to the current complained issue of the device is inoperable, will not turn off. The manufacture date of this item is 19-may-2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. Additional evaluation was conducted. The report indicates that the customer reported the report was running continuously. The repair technician reported the device had moisture inside of it, and the motor casing was rusted. Immersed is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.